Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate under infused during patient infusion. It was further reported that there was prolonged infusion time, the device infused over 55 minutes instead of 30 minutes. The device had been filled with 2000mg of ceftriaxone in 50ml 09% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.